Event description:
A customer reported getting an error-3 message on his freestyle freedom meter upon sample application. The customer further reported he self-dosed with his regular medication and insulin, which resulted in symptoms of hypoglycemia and seizure. He reportedly self-treated with instant glucose to bring his blood sugar back up. No third-party medical intervention was reported. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.